Event description:
The ventilator exhalation valve was chattering when the ventilator was in normal ventilation mode. The ventilator was not in use on a pt, therefore there was no pt harm. The respironics service tech performed an initial extended self testing (est) which failed due to out of specification readings of the exhalstion stepper motor. The service technician replaced the exhalation motor controller pcb to correct the problem. Est and performance verification testing was performed and all tests passed per operating specifications.